Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy effluent. The cause of the event was not reported. The cloudy effluent was further described as drain liquid contamination. It was not reported if the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.